Event description:
It was reported that patient's system was explanted on (B)(6) 2024 due to infection at the ipg site. The patient was given IV antibiotics.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.